Event description:
The target lesion being treated was 90% stenosed with calcification in the right coronary artery (rca). A non-bsc guidecatheter and non-bsc guidewire were inserted to access the rca. The lesion was dilated with a non-bsc balloon catheter. After dilation, an imaging catheter was inserted. When advancing the imaging catheter to the target lesion, the physician felt resistance at the distal section of the device. The catheter had been pushed into a calcified stent strut of a deployed stent at rca distal to the atrioventricular branch. The physician was unable to retrieve the imaging catheter; therefore, the whole system was retrieved as a unit (guidewire, guidecatheter, and imaging catheter). Physician noticed that the imaging catheter was broken from the distal marker and judged that the separation was left in the pt's body. A non-bsc guidecatheter and non-bsc guidewire were inserted again. The rca distal to posterior descending artery was dilated at 10 atms with a non-bsc balloon catheter and a coronary stent was expanded at 14 atms to entrap the separation to the vessel wall. Additionally, a non-bsc stent was deployed in rca mid, and another non-bsc stent was deployed in rca proximal to mid. Imaging was performed with a non-bsc imaging catheter to confirm entrapped separation and stent deployment. Covered separation and deployed stents look well. After 15 mins, fluoroscopy was performed, and deployed stents and entrapped separation did not show thrombosis. The procedure was finished and the pt was reported to be in stable condition.